Event description:
In 2006, a pt received a jostent graftmaster for treatment of free perforation in the saphenous vein. Although the stent was implanted, it was unsuccessful in sealing the perforation. It was reported that there was "persistent extravasation of dye post deployment. Pt stable." Pt required a unit of packed red cells post procedure.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.